Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had low output. It was indicated that the main printed circuit board (pcb) was out of specification. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had low output. The epg was returned for service. There was no patient involvement.